Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the on multiple occasions the pump calculated a different amount to be delivered than expected. Customer had elevated blood glucose levels (267-374 mg/dl). Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.